Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken PICC line was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 2fr s/l per-q-cath catheter. Usage residues were observed throughout the sample. The sample was received in two segments which shared a complete break in the vicinity of the molded joint. Curved shape memory was observed in the vicinity of the break. Tactile inspection of the sample revealed abundant tensile weakness and necking in the vicinity of the break. Microscopic inspection of the break site revealed a granular fracture surface. The abundant tensile weakness and fracture features were consistent with material failure due to tensile (pulling) stress. The usage residue suggested that stress occurred during device use. A lot history review (lhr) of reds4299 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that less than two hours after placement, the hub snapped off the PICC line. It was stated it was "removed intact and the infant is fine." Placement info: right ac, trimmed at 14 cm. PICC got curled up and doubled back on itself in the axilla, attempted readjusting, repeated x-ray showed it still curled, pulled back to have 6cm exposed out of skin, 9cm inserted. Flushed great at the time of placement. 90 minutes after placement the line snapped off at the hub.